Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the area was bleeding for more than 3 minutes when the patient inserted the sensor, but the patient decided to keep using the sensor. When the patient woke up the next morning, they noticed that the arm was still bleeding, and they were unable to stop the bleeding. The patient removed the sensor and went to the hospital at 07:30am. At the hospital initially a bandage and pressure were put on the bleeding, but as the bleeding did not stop, the doctor injected an unspecified medication that would have helped to stop the bleeding. The patient was discharged after 4 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.